Manufacturer narrative:
Failure analysis on the returned parts shows that the customer returned original cpu pcba s/n¿ (B)(4) was tested and no failures were identified. The shorted inductor at l2 caused a 12 volt failure with this original power management (pm) board s/n¿ (B)(4). Replacement of l2 corrected the failure with this pm board. The heat related damage to this original motor controller (mc) board s/n¿ (B)(4) did not cause any failures. The customer returned gds assembly was tested and no failures were identified. The customer returned da to mc board cable (lot code: 1704) was tested with no failures identified. The customer returned blower assembly was tested with no failures identified. The customer returned second cpu pcba s/n¿ (B)(4) was tested with no failures identified. The customer returned second power management (pm) board s/n¿ (B)(4) was tested with no failures identified. The customer returned second motor controller (mc) board s/n¿ (B)(4) was tested with no failures identified.

Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator has a burnt odor. Further investigation found burnt component on motor controller board. The customer reported that the unit was in use on patient, but there was no patient harm reported.